Event description:
Abbott diabetes care received a medwatch report which reported the following information: abbott "freestyle libre 2" cgm(continuous glucose monitor) sensors (prescription): for about the last year, approximately 80% of abbott's sensors have proven faulty before their stated 14-day run time. No further information was reported. There was no report of any self or third-party medical treatment reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. At this time product has not yet been returned and a valid serial number has not been provided. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. This is submission report 6 of 10. All pertinent information available to abbott diabetes care has been submitted.